Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular lead had no capture, even though the output had been auto-adjusted to 6 volts. Another pacing polarity offered a lower output of 2.25 volts so the lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.